Event description:
Cataract surgery phaco machine alcon infinity ozil stopped functioning in the middle of phaco extraction of cataract. This occurred at the hosp. The phaco machine was being demonstrated that day by alcon representatives. The phaco headpiece was being used in a cataract surgery and it initially worked, but then the headpiece suddenly stopped working. The machine base did not register that the headpiece was still connected. Check of the cords indicated that the headpiece had not been disconnected. Exchange of headpieces would not allow for the headpiece to work - the machine base still did not register a headpiece was connected. The alcon rep could not get the machine to work for that case. The case had to be finished with another machine, which if not available would have resulted in adverse outcome of the pt. Later the machine was "reset" by the alcon representatives and would again recognize the hand piece.